Event description:
Boston scientific crm that this device exhibited undersensing during two ventricular fibrillation episodes for which therapy was possibly diverted.

Manufacturer narrative:
The device's sensitivity has since been modified. It is unknown if this occurred before or after these two episodes. Defibrillation threshold testing was recommended. No adverse patient effects were reported.